Event description:
Baxter pump programed to infuse lactated ringers 1,000 bolus at 500ml/hr. After 30 minutes nurse rounded and noticed that pump was not infusing. Pump pulled from service and replaced with another pump. Pump# (B)(4).